Manufacturer narrative:
H6: investigation summary eleven samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported team member administered vaccine subcutaneously in right thigh. Administration of vaccine was complicated by the need for additional force on the plunger required to inject medication-team member reports that the needle felt blocked. Full dose of medication was administered over longer than usual time. No harm to patient- no extra injection required.

Event description:
It was reported while using bd safetyglide¿ needle only the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported team member administered vaccine subcutaneously in right thigh. Administration of vaccine was complicated by the need for additional force on the plunger required to inject medication-team member reports that the needle felt blocked. Full dose of medication was administered over longer than usual time. No harm to patient- no extra injection required.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 19may2023 medwatch report # mw5118115 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.